Manufacturer narrative:
Device evaluation: one used decontaminated device was received. Per visual inspection, the cuff was not intact. There was a split in the cuff measuring 22 mm. The split extended from the bottom of the proximal cuff band and extended the length of the cuff approximately 3 mm away from the top of the distal cuff band. The complaint was confirmed, and the root cause appeared to be the result of the cuff contacting something sharp. The instructions for use, warnings to guard against product damage by avoiding contact with sharp edges. Per the complaint description, the device had been used for 55 days and reprocessed at least once. No manufacturing defect was identified with the returned device. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken as it was determined the device became damaged from encountering something sharp. No manufacturing defect was identified with the returned device.

Event description:
It was reported that the tube was defective at the cuff towards the spine and that the water cuff was no longer tight. The tube was in the trachea for 55 days (for 28 days and then for 27 days). The event occurred at the patient¿s home. The diagnosis of the patient involved in the event is tracheostoma, diagnosis of muscular dystrophy. It was stated that the person handling the device is from the facility (B)(6). The patient had had the cannula in his trachea for 27 days. The next day the cannula was to be changed, but he noticed that the water cuff was defective. The healthcare professional then changed the cannula immediately. There was no patient harm/adverse event reported.